Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: part: 00784802200, lot: 61805988, modular neck b 12/14 neck taper. Part: 00801803202, lot: 61829218, femoral head sterile product 12/14 taper. Part: 00620005820, lot: 61374944, shell porous with holes 58 mm o.d. Part: 00630505832, lot: 60790062, liner standard 32 mm i.d. Part: 00625006525, lot: 61825084, bone scr 6.5x25 self-tap. Part: 00625006530, lot: 61850953, bone scr 6.5x30 self-tap. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01742, 0002648920-2021-00168, 0002648920-2021-00361, 0002648920-2021-00362.

Event description:
It was reported the patient underwent a left hip procedure and subsequently, was revised 8 years later due to in-vivo corrosion, elevated metal ions, necrotic tissue and failure to osseointegrate. No further event information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01742, 0002648920 - 2021 - 00168.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to unknown reasons. The head, neck and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.